Manufacturer narrative:
Continuation of d10: product ID: 977a275, lot#serial#: unknown, explanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot#: unknown, g2. Foreign: japan h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for phantom limb pain. It was reported that there was a replacement due to lead disconnection. When the lead impedance value was measured during the stimulator replacement surgery, all electrodes displayed a disconnection. The stimulator and lead were reinserted after removing the lead buildup; the connection to the wens was not resolved, so the lead was replaced with a new one. Contributing factors were noted as stress on the lead due to body twisting or stretching during the patient's daily activities. The issue was resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that the previous implantable neurostimulator (ins) was replaced due to elective replacement. It was clarified that, regarding, the "lead impedance value was measured during the stimulator replacement surgery, all electrodes displayed a disconnection", all electrodes were above 40,000 o. It was clarified that "lead disconnection" meant that physically it could not be confirmed, but it is considered a lead wire break. The "lead buildup" that was removed was referring to "deposit" attached things to the lead". The cause of the impedance issue was noted as a fracture in the lead.